Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did confirm the reported event by the customer of having no image. The evaluation uncovered that there were defects to the universal cord, there were visible scratches and dents. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the visera pro video system center had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that the defect of the image sensor unit or failure of the internal board of the video connector unit or the system caused the event. Olympus will continue to monitor field performance for this device.